Event description:
Information received indicates the brake pedal will not but the brake will not hold.

Manufacturer narrative:
The technician replaced the worn stiffener plate and bushing to repair the bed.